Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose level of 30-31 mg/dl and subsequently losing consciousness. The cause for the reported issue is unknown. The customer was treated with intravenous fluids, oral gel, juice, and food while in the ER and was released from the ER 4 hours later with no permanent damage.